Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified medication for a duration of 30 minutes, and the delivery was started. No further programming parameters were provided. After approximately 60 minutes, the nurse reported an unspecified volume of medication remained in the container instead of an expected empty container. At that time, it was reported the device display indicated an unspecified volume delivered; however, the nurse felt that the volume delivered was different from the volume actually delivered from the soluset of the tubing set. The nurse indicated the soluset of the tubing set was reportedly not draining as quickly as the nurse felt the soluset should. The nurse also reported that the touchscreen also reportedly made a strange sound when pressed. No specific details were provided. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2013 at 1621, the device was programmed for basic delivery of IV fluid, at a rate of 40 ml/hr, with a titrated vtbi (volume to be infused) of 40 ml, and the delivery was started. At 1703, delivery was stopped, device was programmed for vtbi 20 ml, for a calculated duration of 30 minutes and the delivery was started. Between 1704 and 1706, the delivery was stopped, cassette was ejected, and device was powered off. A review of the device history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.